Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The investigation of the returned instrument has shown that the screw came loose, the way the thread is bent. The exact cause of this report event is undetermined. The file history records were reviewed and showed conformity with the material and manufacturing specifications. Manufacturing documents were reviewed, no complaint related issues were found.

Event description:
The during surgery, the screw of the instrument just fell out, during normal squeezing of the handle. The screw was retrieved. This is 1 of 1 report for complaint (B)(4).